Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Customer was unsure if the pump bolus history was accurate because pump data showed bolus delivery for a future time and date. During troubleshooting with tandem technical support, bolus delivery was confirmed. Customer realized that due to daylight savings time, customer had inadvertently set pm instead of am. Customer state that the correct insulin does was not received due to setting the time incorrectly. Customer corrected the time settings during troubleshooting. Customer's blood glucose level was impacted.